Manufacturer narrative:
Clinical code 4580 - insufficient information is no longer applicable. The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. No imagery was returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review was performed. A lot history review was not performed as the complaints for post-implantation paravalvular leak and valve deployment and position deployed valve exhibits central regurgitation were unable to be confirmed. A complaint history review was not performed for complaint post-implantation paravalvular leak as the complaint was not confirmed. An existing technical summary is applicable to complaint valve deployment and position deployed valve exhibits central regurgitation therefore a complaint history was not performed. A complaint history review was performed; for complaint, valve deployment and position deployed valve exhibits central regurgitation, an existing technical summary captures the root cause analysis. The complaint, valve deployment and position deployed valve exhibits paravalvular leak was unable to be confirmed therefore, a complaint history review is not required. For complaint, valve deployment and position deployed valve exhibits paravalvular leak, no device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. For complaint valve deployment and position deployed valve exhibits central regurgitation, an existing technical summary captures the manufacturing mitigation. The following instructions for use (IFU) manual were reviewed: IFU for commander delivery system. No IFU/training deficiencies were identified. Risk assessment was completed for complaint post-implantation paravalvular leak and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Risk assessment for valve deployment and position deployed valve exhibits central regurgitation indicates that there is no evidence of product non-conformances or labeling/IFU inadequacies therefore no further action is required at this time. The complaints for post-implantation paravalvular leak and valve deployment and position deployed valve exhibits central regurgitation were unable to be confirmed due to unavailability of medical record and relevant imagery. A review of the DHR review did not provide any indication that manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported in the description of the event, patient who had received a 23mm sapien 3 ultra valve was experiencing persistent and worsening paravalvular leak that had gone from trace to moderate over the course of seven weeks. To resolve the pvl, the valve was successfully post dilated with a non edwards balloon. The pvl went from moderate to mild but some mild central ar was present as per transthoracic echo. The physician added that they had never seen a paravalvular leak develop so rapidly after a good clinical result after initial deployment. Additionally, it is also mentioned that at the time of implant, +2cc was added to the commander delivery system balloon and no bav, no post dilation and no leak post valve deployment were noted on toe or on CT and the final valve position was 90/10. On echo, initial valve measurements at the day of implant were 17.9h x 22.90w and at the day of valve revision, after post dilation valve measurements were 16.40h x 23.95w. For complaint, post-implantation paravalvular leak, per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Pvl leak improved performing post-dilation. In this case, it was likely that the deployed valve was initially under-expanded, which could create improper sealing between deployed valve and target site (native annulus), leading to pvl. As such, available information suggests that procedural factors (under-expanded valve) may have contributed to the complaint event. For complaint valve deployment and position deployed valve exhibits central regurgitation, during the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per an existing technical summary, the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. In this case, the patient had mild central ar after post-dilation with 24x40mm atlas gold balloon. The valve was likely over expanded from the post-dilation with bigger size of non-edwards balloon, which could valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. As such, available information suggests procedural factors (post-dilation with non-ew balloon, over expanded valve) may have contributed to the reported event. An existing technical summary is applicable to this complaint event because over expansion/overinflated is identified as one of the potential root causes of central regurgitation. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.

Event description:
Per additional information, the final valve position was 90/10. Patient symptoms were shortness of breath on exertion and fatigue.

Manufacturer narrative:
Investigation is ongoing. Device remains in use.

Event description:
As reported, the patient was experiencing persistent and worsening paravalvular leak (pvl) that had gone from trace to moderate over the course of seven weeks. To resolve the pvl, the valve was successfully post dilated with a non edwards balloon and the pvl reduced to mild with central aortic regurgitation (ar) per transthoracic echo. The initial valve measurements were 17.9h x 22.90w and at the day of valve revision, after post dilation, measurements were 16.40h x 23.95w.